Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Two drill bits were broken during procedure and remain in patient. Sales rep has stated that the event occurred on (B)(6) 2016 but the risk management team from the hospital called him today ((B)(6) 2016) to make him aware of the case and has not had any relationship with the case.